Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that when the customer processed the transplant skin piece into a mesh form, the transplant skin piece crumbled and was not able to use it. There was no harm or delay reported, and the procedure completed with an alternate device.